Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b, g.2., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases and void >1 mm in non-textured. A leak test was performed, which identified no leakage. A microscopic analysis was performed, which identified wear abrasion. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: no observations found related with the complaint reported by the physician.